Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the sterilization certification for the provided product/lot combination did not reveal any related deviations or anomalies. No error in sterile processing was identified. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.